Manufacturer narrative:
The local area field representative was contacted for additional information. At this time, no further information is available and records indicate this device remains in service. This report will be updated should additional information become available.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received 14 shocks over 5 episodes. Electrograms (egm) showed some oversensing as well as some undersensing. It was reported the patient was in a coma, unresponsive, and placed on life support. No additional adverse patient effects were reported.